Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-02188, 3005168196-2019-02190.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter, the physician experienced resistance at the tip of the microcatheter; therefore, the pod8 was removed. During retraction, the pod8 unintentionally detached inside of the microcatheter. Therefore, the physician removed the microcatheter containing the detached pod8 and introduced a lantern delivery microcatheter (lantern). Next, the physician advanced a new pod8 against slight resistance into the lesion and successfully completed the procedure. There was no report of an adverse effect to the patient.